Event description:
With the medtronic 670g insulin pump, there is (maybe by default I'm not sure) a reminder to calibrate for the continuous glucose monitor (cgm). The verbiage for the reminder is "calibrate by (insert time)", as such, one would believe that calibrations were required on or before the time stated. However, if the user inputs a calibration before the time stated, the pump never moves into it's designed time cycle (i.e., 2 hour warm up - calibration - 6 hours- calibration -12 hours- calibration-12 hours-calibration -[12 hour cycle repeated until 7 days is up]. If a user falls victim to the verbiage of "calibrate by, (insert time)", the pump will alarm sooner than 6 hours per the reminder schedule. I did not see any info within the user manual stating that executing calibration before the stated time would create this situation. When speaking with the help line, they stated to ignore this verbiage and that only to calibrate, per the pump, when it says "calibrate now". Of course, this alarm is in addition to other alarms experienced throughout the day. Note that the help line also confirmed that there is no "do not disturb" feature for the pump for less important alarms (of course, leaving the low blood sugar alarm on at all times). One may turn down / off the volume, but not the vibration or vice versa. As a consequence, one wakes up so many times throughout the night that they may start to ignore alarms and may become so tired to ignore a low blood sugar alarm. This could be a dangerous situation. Several nights of this may lead to sleep deprived diabetics making poor mgmt decisions with somewhat complex pieces of equipment. If one does not know that this "calibrate by" is a reminder, they could be stuck in this tiresome loop for a very long time. For me, I actually taught my trainer something and figured that I wasn't the only one this had happened to. Repeated sleep deprivation. I just had high blood sugars, but that was not relevant to the reported problem - unless it was a side effect of stress from trying to figure out the new pump. FDA safety report ID# (B)(4).